Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen developed a crack, and the user was unable to unlock the device to deliver a bolus. Symptoms included none, and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and review of device function as described by the user and inspection of the returned device . Investigation of this device revealed a damaged display that impaired user interface access, consistent with a screen crack affecting the enclosure and display component, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen leading to failure of the user interface.